Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were inserted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. The patient has a history of hypertension and coronary artery disease. The diameter of the proximal non-aneurysmal aortic neck was 22 mm, and the length from the proximal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck was 12.9 cm. Vessel morphology was reported to be normal with no calcification or tortuosity. It was reported that there was a proximal type I endoleak. The bifurcated device is within 3 mm of the left renal artery. Also, there was a dissection of the descending thoracic aorta caused by the inflation of an angioplasty balloon at the top of the stent graft during implant. At this time, the dissection and endoleak remain unresolved; no interventions or diagnostic procedures have been performed because the patient has refused follow-up medical care. At this time, the patient is reported to be stable.